Manufacturer narrative:
The product was returned in the undeployed state, with the cannula not yet visible. Upon ratchet gear rotation, no bend or kink was present in the cannula. Data download showed that the pod ran 0 pulses and was in pod state 1, meaning it had not yet been filled. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 283mg/dl while wearing the pod on her hip/buttocks for longer than 48 hours. She stated that the cannula appeared tilted upwards and outside of the adhesive, trying to poke through the adhesive, when the pod was removed. Treatment included giving herself a correction bolus of 1.50 units with a new pod. (B)(6). The device was returned for evaluation.